Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2006. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. After undergoing the essure procedure plaintiff suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. In fact, her migraines grew so severe that she was eventually prescribed maxalt (rizatriptan benzoate) as treatment. On (B)(6) 2011, plaintiff underwent the surgical removal of her cervix and uterus. Essure and fallopian tubes were not removed as doing so was deemed not medically necessary at that time. However, on or around (B)(6) 2012, plaintiff underwent the surgical removal of her fallopian tubes and both essure coils. This procedure was prompted by plaintiff suffering severe abdominal pain. Ultimately it was determined that pain was caused by the perforation of the essure through her fallopian tube. After this procedure, she was informed that the surgical removal of scar tissue in the area between where her right-side fallopian tube and ovary were may be necessary in order to mitigate abdominal pain in the future. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced abdominal pain and heavy (genital) bleeding. Plaintiff underwent the surgical removal of her fallopian tubes and both essure coils 6 years after placement. Ultimately it was determined that pain was caused by the perforation of the essure through her fallopian tube. These events are listed in the reference safety information for essure. Genital bleeding may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Although the exact date and mechanism of fallopian tube perforation was not informed, considering its nature per se, causality with essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 31-aug-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced abdominal pain and heavy (genital) bleeding. Plaintiff underwent the surgical removal of her fallopian tubes and both essure coils 6 years after placement. Ultimately it was determined that pain was caused by the perforation of the essure through her fallopian tube. These events are listed in the reference safety information for essure. Genital bleeding may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Although the exact date and mechanism of fallopian tube perforation was not informed, considering its nature per se, causality with essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2016: on (B)(6) 2011 partial hysterectomy performed, cervix and uterus removed. On (B)(6) 2012 removal of her fallopian tubes and her essure coils. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced right side abdominal pain and heavy (genital) bleeding. Plaintiff underwent the surgical removal of her fallopian tubes and both essure coils 6 years after placement. Ultimately it was determined that pain was caused by the perforation of the essure through her right fallopian tube. These events are listed in the reference safety information for essure. Genital bleeding may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Although the exact date and mechanism of fallopian tube perforation was not informed, considering its nature per se, causality with essure use cannot be excluded. As device removal was required, this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.